Manufacturer narrative:
Field service engineer troubleshot the problem per the sedecal generator service manual. Fse found a loose cable on the gim box due to missing cable retaining screws. Fse replaced the missing and loose screws and reseated all system cables. The fse verified proper operation per the sedecal generator service manual 710953. Customer reported the system to full service.

Event description:
On (B) (6): customer reports male patient was undergoing stone removal when fluoro failed. Procedure was completed with no reported injury.